Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted during testing. Off no power and low battery alarm functioned properly. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she experienced high blood glucose and received a motor error alarm. The customer reported that she found off no power alarm and battery out limit alarm on the alarm history. The customer's blood glucose was 400 mg/dl at the time of incident. The insulin pump was able to rewind successfully. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.